Event description:
Revision knee surgery performed due to femoral instability/loosening. Revision surgery found the bolt portion of femoral rod assembly to be fractured at the thread junction. As a result, the stem became unattached from a knee femoral component and migrated distally in the intramedullary canal.

Manufacturer narrative:
H6 - a non-destructive visual evaluation was performed on the 86-6737 p.f.c. Femoral rod component. The femoral rod was received with the thread end of the broken bolt still in the rod and the shank of the bolt separate. A previous revision operation included a distal femoral allograft. The pre-second revision radiographs clearly showed that both the rod and femoral component had migrated proximally up the femoral canal. The femoral rod bolt fracture occurred transversley at the first thread at the bolt shank. Stereobinocular examination of the fracture surface revealed it to be a fatigue failure. The fracture origin was on the lateral side of the bolt based on the presence of fatigue striations and the location of the corner of the bolt head. Metallographic examination showed evidence of fatigue crack propagation but did not reveal any evidence of material or mfg defects. Consequently, it seems likely that the allograft did not provide support for the knee femoral component. This conclusion is also supported by the proximal migration of the rod and femoral component. All normal loads would be transferred through the distal end of the rod and into the bolt rather than distributed between the femur and implant.